Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was going into a procedure in which the plan was to replace the ins due to recharging issues. However, the patient had been on conventual stim but would like to try dtm stim. The caller inquired about getting the patient's intellis back up and running to try dtm settings to see if that would work for the patient prior to replacing the ins. The patient used high amplitudes so the goal would be to try dtm settings and then see if patient (based on settings and amplitudes) should remain with intellis or if they would get enough longevity out of vanta because patient did not want to have to charge. It was unknown how long the ins had been depleted. The caller was not with the patient. It was reviewed the ins should come out of deep discharge with a number of passive recharge cycles but it was unknown how many of those cycles would be needed. It was reviewed it would be the physician's decision as to how long they want to attempt to revive the current ins or just replace it. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported it wasn¿t a problem with charging. She just wasn¿t charging it because it was too much for her to manage. The patient had been scheduled for a device replacement to get an intellis but she already had an intellis. So we talked to the physician because we weren¿t sure a replacement was appropriate when the existing battery was working fine (when charged). Rep did a charge yesterday and got her up and running again with dtm e type settings and if she gets relief, her physician may opt to replace it with a vanta. We did a charge yesterday and got her up and running again with dtm e type settings and if she gets relief, her physician may opt to replace it with a vanta. The replacement that had been scheduled was postponed.